Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Customer reported erroneous results for one patient sample tested for igg antibodies to toxoplasma gondii (toxo igg). The patient was tested for toxo igg on (B)(6) 2015 with a non-reactive result of 5.9 iu/ml. The initial result was released to the customer where it was questioned. The sample was repeated twice on (B)(6) 2015 with reactive results of 260.8 iu/ml and 256.2 iu/ml. The result of 256.2 iu/ml was released from the laboratory. No adverse event reported. The toxo igg reagent lot number was 178405 with an expiration date of 05/31/2015. It was noted that the pinch tube was exchanged on (B)(6) 2014.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. There was no indication of an issue with the system or reagent. A pre-analytical issue was a likely cause of the event, however this could not be confirmed as additional information for further investigation was requested but not provided.